Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.